Event description:
It was reported the case was started and a few samples were taken. The customer reported they had to stop the procedure due to "probe damaged" and "cable errors". They had tried 3 probes. The customer mentioned the probes were hard to insert and the rotation knob jammed during the case. The biomed discovered the rotation knob was out of alignment. The customer reported although some samples were taken it would not be enough for diagnosis and the patient has been rescheduled.